Event description:
Same case tw# (B)(4). Synergy china registry. It was reported that the patient experienced unstable angina. In (B)(6) 2020, the subject was referred for cardiac catheterization and the index procedure was performed on the following day. The target lesion #1 was located in the left main coronary artery (lmca) extending up to proximal left anterior descending (lad) artery with 90% stenosis and was 30mm long, with a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 3.00mm x 32mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. The target lesion # 2 was located in the proximal left circumflex (lcx) artery extending up to mid lcx with 70% stenosis and was 10mm long, with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.75mm x 12mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Three days later, subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject was diagnosed with unstable angina and hospitalized on same day for further evaluation and treatment. Angiography without revascularization was done during the event. Five days later, the event was recovered and resolved, and subject was discharged on the same day. It was further reported that in (B)(6) 2021, two days after the (B)(6) 2021 hospital admission, the subject was referred for coronary angiography which revealed 90% stenosis noted in proximal lcx and lmca extending up-to proximal lad was treated with percutaneous coronary intervention. Post intervention, residual stenosis of two target vessels were 0%. The rationale of intervention was angina and angiographic finding without symptoms or objective signs of ischemia. The subject was discharged on aspirin and ticagrelor.

Event description:
Same case tw# (B)(4). (B)(6) registry it was reported that the patient experienced unstable angina. In (B)(6) 2020, the subject was referred for cardiac catheterization and the index procedure was performed on the following day. The target lesion #1 was located in the left main coronary artery (lmca) extending up to proximal left anterior descending (lad) artery with 90% stenosis and was 30mm long, with a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 3.00mm x 32mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. The target lesion # 2 was located in the proximal left circumflex (lcx) artery extending up to mid lcx with 70% stenosis and was 10mm long, with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.75mm x 12mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Three days later, subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject was diagnosed with unstable angina and hospitalized on same day for further evaluation and treatment. Angiography without revascularization was done during the event. Five days later, the event was recovered and resolved, and subject was discharged on the same day.